Event description:
Reportedly, the collar of the cannula broke in several pieces, when the nurse tried to remove to suction patient.

Event description:
Reportedly, the collar of the cannula broke in several pieces, when the nurse tried to remove to suction pt.